Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The exact date the incident occurred is unknown. The date entered is per the customer report of "beginning of july". All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an unspecified high reading issue with the adc freestyle libre sensor. The customer experienced the symptom of fatigue, and reported he was unable to self-treat. The customer was treated with biscuits by a third-party. The paramedics were called, but provided no additional treatment. There was no report of death or permanent injury associated with this event.

Event description:
The customer reported an unspecified high reading issue with the adc freestyle libre sensor. The customer experienced the symptom of fatigue, and reported he was unable to self-treat. The customer was treated with biscuits by a third-party. The paramedics were called, but provided no additional treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.